Event description:
Additional information was received from a healthcare provider (hcp) and a consumer. In regards to the previously reported volume discrepancy, on (B)(6) 2016 there was 6.1ml taken from the pump while they had expected 3.2ml. In terms of how the patient was doing, as of (B)(6) 2016 the patient was still waiting to see a surgeon. It was noted the patient's "broken cannula" from their pump was taking priority. The patient had to wait until (B)(6) 2016 to see a surgeon about replacing the pump also referred as "possibly doing something about this." That felt way too long to the patient. The patient didn't know when the catheter broke and there was no known circumstance that led to the catheter breaking. They did know they had changes in "some sensations" in their back several months prior. They hadn't fallen or had any close calls. The length of time the patient had to wait for replacement and therefore endure "considerable" increased pain was upsetting to them.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter.

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient who was receiving fentanyl at an unknown concentration and a dose of 1043 mcg/day, clonidine at an unknown dose and a concentration of about 4 mg/day, and ropivacaine at an unknown dose and concentration via an implantable pump for non-malignant pain, failed back surgery syndrome, and spinal pain. It was reported that the patient had a "broken catheter". The patient had a CT scan and x-rays that confirmed the catheter was broken. The patient's healthcare provider (hcp) was having difficulty finding a surgeon to revise the catheter. The patient had increased pain and felt a "popping or moving" sensation near the area where the catheter was located. This was considered a sudden change in symptoms and started about "8 months ago". It was unknown how the event happened. The patient's pain was noted to get worse. It was further reported that the hcp obtained an increased amount of drug over the amount the programmer said should be left at the refill visit. They decreased the intrathecal therapy rate, increased oral narcotics, and the patient was going to see a surgeon. It was noted that they were working on resolving the issue. The results of the x-ray on (B)(6) 2016 were as follows. There were 5 non-rib bearing lumbar vertebral bodies. There was slight levoconvex curvature. Spinal stimulation device was present in the posterior spinal canal, the distal tip was at the level of t12. Additional catheters overlie the spinal canal at the level of l3. There was grade 1, near grade 2 anterolisthesis of l5 on s1. This did not appear to change significantly in flexion or extension given differences in positioning/technique. There was degenerative disc disease throughout the lumbar spine. Endplate degenerative changes were also visualized. Narrowing was greatest at t12-l1, l1-l2 and l5-s1. There was very slight retrolisthesis of l1 on l2, which was unchanged in flexion and extension. There was mild wedging of the super endplates of t12 and l1, chronic in appearance. Facet degenerative changes were present throughout the lumbar spine with apparent pars defects of l5. Impressions of the x-rays were as follows. Degenerative changes as discussed, with grade 1 anterolisthesis of l5 on s1 without significant instability in flexion or extension. No acute fracture. Wedge deformities of t12-l1, chronic in appearance. The results of the CT scan on (B)(6) 2016 were as follows. Serial transaxial images of the lumbar spine and reconstructed coronal and sagittal views were created. A 76 ml optiray 320 was administered for the study. Correlation was made to plain radiographs from (B)(6) 2009. There had been a laminectomy at l5. There was no lumbar compression fracture. There was a grade 1 anterior spondylolisthesis of l6 relative to s1 with a degenerative disc at l5-s1. There was a grade 1 posterior spondylolisthesis of l1 relative to l2 with advanced disc space narrowing at l1-2 and a degenerative disc present. Large anterior osteophytes were seen at l1-2 and there was also a component of soft tissue density anteriorly at l1-2 that was likely fibrosis. There was moderate narrowing of the l3-4 disc space. There were mild facet degenerative changes at l4-5 and mild to moderate l5-s1. There were paired spinal electrodes that entered the thecal sac at the l1-2 interspinous level and extend cephalad out of field of view. There was also a fragment of an electrode in the thecal sac that extended from l3-s2 and this particular fragment was believed to have arisen from an electrode that extended towards the right side of the spinal canal entering at the l3-4 interspinous level. At l3-4 there was mild diffuse disc bulging without significant spinal canal stenosis. At l4-5 there was minimal diffuse disc bulging without significant spinal canal or neural foraminal stenosis. The neural foramina at l6 were both narrowed to a moderate degree, but the other neural foramina appeared to be normally maintained. Impressions of the CT scan on (B)(6) 2016 were as follows. Disc bulging at l3-4 and to a lesser degree at l4-5 without significant spinal canal stenosis. Moderate l5 neural foraminal stenosis. Degenerative osteoarthritic changes of the lumbar spine as described above without compression fracture. The results of a CT scan on (B)(6) 2016 were as follows. The findings on the radiograph from (B)(6) 2016 were unchanged in comparison with the CT from (B)(6) 2016. The vertically oriented catheter fragment extends from the level of l3 to the level of s2 and may have originated from the catheter that extended between the spinous processes at the level of l3-l4. There were 5 non-rib bearing lumbar type vertebral bodies. There was a spinal stimulator device extending to the level of t12-l1. There was an additional catheter which projects over the spine at the level of l3. This was unchanged in position in comparison with the radiograph from (B)(6) 2015. Additionally, there was a vertically oriented catheter fragment projecting over the thecal sac in the lower lumbar spine. The superior end of the catheter fragment projected over the level of l3. The inferior extent of the catheter fragment was not well characterized on this exam. There was mild anterior height loss of the t12 and l1 vertebral bodies, unchanged. There was grade 1 anterolisthesis of l5 on s1 and minimal retrolisthesis of l1 on l2, unchanged. There was mild to moderate degenerative disc disease and paravertebral osteophytosis throughout the thoracolumbar spine, worst at l5-s1. There was facet arthropathy, worst in the lower lumbar spine. The patient was status post laminectomy at l5. There was no evidence of acute fracture. The visualized bony pelvis is intact. Phleboliths project over the pelvis. Impressions of the CT scan on (B)(6) 2016 were as follows. Spinal stimulator projected over the thoracolumbar junction. An additional catheter projected over the level of l3 and a catheter fragment projected over the lumbosacral spine. Correlation with recent prior CT was recommended. Grade 1 anterolisthesis of l5 on s1 and minimal retrolisthesis of l1 on l2, unchanged. Mild to moderate degenerative disc disease and facet arthropathy throughout the thoracolumbar spine. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.